Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the arthroscopic surgery,after 1st firing, before 2nd firing, the suture was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information, it was reported that during the arthroscopic surgery, after 1st firing, before 2nd firing, the suture was broken. The needle was received without the suture attached. Visual observations revealed that the silicone sleeve jacket was missing along with the needle. There were signs of damage and blood residues in the needle. Only one implant was received unattached on the suture. The photo provided by the customer did not showed more evidence of the failure reported into device. Since the suture and omnispan gun were not returned, to test its functionality is not possible. Therefore, this complaint cannot be confirmed, and we cannot determine what caused the user to experience the reported event. The possible root cause can be attribute when main pusher rod (gray trigger) on both guns to be bent at the distal tip. This bend in pusher rod is typical of aggressively removing the needle and thus it could damage. Also, it is possible that an instrument used in the procedure caused fraying on the suture and then broken. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:5l80293, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.